Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 400 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.